Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® tapered implant 5/4 x 13mm (bopt5413) was returned for investigation. Visual inspection of the as returned product identified wear and debris around the implant threads and the drive feature. The product matched print specifications where measured against production drawing. The reported product was located on tooth # 6 and used for approximately 1 month. The customer has returned an x-ray of the patient's mouth following implant placement. No signs of bone loss could be verified based on clinical evaluation by staff subject matter expert (sme) review. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri-implantitis. The reported complaint could not be verified with the information provided and following review of the returned product and provided x-ray a definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D4: expiration date, UDI . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to peri-implantitis. The site was grafted and left for healing.